Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor calibration showed the pump is not detecting correct force. This report is made based on results of investigation completed on 02/27/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/27/2014 with the following findings: the pump boots to verify screen with vibratory and audible features. An ¿ezprime¿ sequence and 24 hour duration test were successfully completed; no errors, alarms or warnings occurred during this time. The black box and alarm history shows no errors or alarms related to the complaint. The total daily dose adds up correctly. Pump successfully completed a delivery accuracy test. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specifications. Battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. The patient negligence issue - pump subjected to conditions outside specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).